Event description:
Related manufacturer reference number: 2017865-2022-19890; related manufacturer reference number: 2017865-2022-19894; related manufacturer reference number: 2017865-2022-19896. It was reported that the patient presented in clinic with an infection. On (B)(6) 2022, the physician explanted the implantable cardioverter defibrillator, two of the right ventricular (rv) lead, and the atrial lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6: device not returning.

Manufacturer narrative:
Correction: correction to h6 coding and h10 for missing DHR statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.